Event description:
Reportedly, the device was explanted after an implant duration of 33.53 months for unknown reasons. Per the cer: the ring was explanted and (B) (4) was implanted as a replacement. No further details were provided. The device will not be returned as it was discarded at hospital.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Unsuccessful valve replacement.on (B) (6) 2010, through follow-up with the health-care provider, the operative report was received. It was learned that the device was explanted due to a unsuccessful valve replacement. Per the operative report of (B) (6) 2009, the surgeon "was not happy with the positioning of the valve and the sutures had to be removed and the new valve had to be placed in a similar fashion."

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had another device explanted. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.